Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported " very large breast implant pocket with calcifications located on the anterior surface" via or. This record relates to the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". Then healthcare professional reported " very large breast implant pocket with calcifications located on the anterior surface" via operation room. This record relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ calcification: not observed. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.